Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: crease folds and a curved opening on anterior and posterior a leak test and microscopic analysis was performed which identified: striated opening on posterior and smooth crease on anterior. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consistent in the use of some surgical tool and a smooth crease opening on anterior due to a fold flaw opening. The reason for reoperation was deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.